Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited dislodgements. It was also noted that both leads exhibited high thresholds and undersensing. Small r waves were noted on the rv lead and small p waves were noted on the ra lead. Both the ra and the rv leads were revised. No patient complications have been reported as a result of this event.